Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es encountered an issue where the cubie was unable to open, even with super user access. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
E.1.initial reporter state: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no one had been able to open the cubies, even with super user access. A field service engineer cancelled the work order and mentioned that customer stated that it as a duplicate. The system functioned as intended after field service engineer investigated the device.